Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set failed to retract during use. Needle stick injury occurred after the phlebotomist collected blood from the blood draw. The phlebotomist activated the safety retraction button, and was in the process of putting the used device in the sharps container when she got stuck with the needle. The phlebotomist did not realize the needle had not retracted completely and was still exposed. Medical intervention included the necessary needle stick medical processing/testing.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated & tested and the customer's indicated failure mode for a non-retracted IV needle with the incident lot was not observed as all product specifications were met. There was no physical or mechanical damage observed on any of the components of the units. All of the units that were tested, retracted successfully. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for a non-retracting IV needle with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.